Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04500 for the other associated device info. It was reported to boston scientific corporation that a jagwire and an autotome rx sphincterotome were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complaint, during the procedure on a mildly tortuous lesion, the wire became struck in the autotome lumen preventing the tome cut wire from bowing. The physician was unable to remove the jagwire from the autotome so both devices were removed from the pt along with the scope. The pt was re-scoped and the procedure was competed with another jagwire and an autotome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.